Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history was not provided for review. Current information is insufficient to permit a conclusion as to the cause of the event. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 2 of 3 mdrs filed for the same patient (reference 3006946279-2016-00189 - 00191). Product location unknown.

Event description:
Patient underwent an oral bone grafting procedure. Subsequently, the patient underwent a periodontal procedure, guided bone regeneration, and radiologic treatment due to non-integration, infection, bone loss, non-healing wound, fibrosis, and gingivitis.